Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. Pairing with nordic bluetooth device was performed and passed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6)2024. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).